Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012358655); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure in a patient with a bicuspid aortic valve, the transcatheter aortic valve was not implanted due to not anchoring at the annulus. It was reported that the valve would not appose to the native annulus and would not stay in place after three deployment attempts, despite 26% oversizing. The issue was resolved by implanting a non-medtronic valve. No patient complications have been reported as a result of this event.